Event description:
The complainant stated that the head section could not be lowered electronically or by using the CPR release. There were no injuries.

Manufacturer narrative:
The account isolated the issue to the brake spring on the head drive as it was kinked. The account replaced the brake spring and thrust washer to repair the bed.